Manufacturer narrative:
The guide wire was received at csi for analysis. Visual examination confirmed that the guide wire was fractured, and that the distal spring tip section was not returned. Scanning electron microscopy analysis revealed evidence of torsional forces and rotational damage at the fracture site, which was consistent with the reported event that the device jumped after going through a tight lesion and sheared off the tip of the wire. At the conclusion of the device analysis investigation, the report that the guide wire had fractured was confirmed, and it was hypothesized that the driveshaft made contact with the spring tip, causing the guide wire fracture. The root cause of the fracture event was determined to be user error. The diamondback coronary orbital atherectomy system instructions for use warns "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During orbital atherectomy treatments to the left anterior descending (lad) artery, the diamondback coronary orbital atherectomy device (oad) jumped through the tight lesion and the viperwire guide wire tip fractured off. A second wire was inserted and the fragment was stented against the vessel wall. The lad artery was patent with good flow to all branches, and the patient was well following the procedure.